Manufacturer narrative:
One tracheostomy and the corresponding box was returned for evaluation. It has been confirmed that the original label of blister pack and japanese labels were verified. However, the allegation was determined to have occurred between the smiths medical sites of tijuana and komaki.

Event description:
Information was received that following the intubation of a patient with a smiths medical tracheostomy, it was noted to be a 100/800/080. The packaging had indicated 100/860/080. Medical intervention was noted to have occurred, however no adverse events resulted.